Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: angina/undersized stent requiring medical intervention. Device issue: undersized stent. It was reported that in 2009, the pt presented in the cath lab with chest pain. At about 4 months pior, the pt had a 2.5x23mm promus stent placed in the left anterior descending (lad) at a different facility. When the physician visualized the stent under fluoro, the pictures showed the stent and the vessel were positioned properly; however, the 2.5x23mm promus stent appeared to be undersized. There was a large amount of plaque between the stent and the vessel, so the physician brought the pt back one week later, to post dilate the stent or stretch the stent to fit the lesion. No additional event or pt info is available. You are receiving this MDR report from abbott vascular, as bsc distributes promus in the us as its brand label of abbott vascular's drug eluting stent.